Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. D device identification-correction. G6 type of report- follow up. H2 type of follow up- correction. H6- codes - additional.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted on (B)(6)2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.